Manufacturer narrative:
This report is submitted on march 01, 2023

Event description:
Per the clinic, the tip of the electrode array was found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 17, 2023.